Event description:
Allegedly, patient revised due to pain, hard to walk, sit, bend, popping; grinding, walking with limp, black tissue and debris in soft tissue surrounding hip; elevated cobalt & chromium levels (left).

Manufacturer narrative:
This is the same event as 3010536692-2015-00538.